Manufacturer narrative:
As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, the atrial lead could not be fixated. The physician elected to complete the procedure with a different lead. The patient condition was stable.